Event description:
It was reported that the patient experienced 3-6 second pauses, and the right atrial (ra) and right ventricular (rv) leads exhibited oversensing and high impedances. Additionally, the ra lead exhibited high thresholds, and the rv lead exhibited low impedances. Both leads were suspected to have fractured. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.